Manufacturer narrative:
There is no investigation necessary. The retain cartridge lot# b201581 was confirmed to be defective and found to be leaking from the plunger side of the cartridge past the first o-ring and out the hole in between the two o-rngs. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The product was not requested back as the issue involved a recall lot #. (B)(4).

Event description:
The reporter claimed that he had "high blood glucose" while using the alleged recall cartridge number b201581 during september 2010 and december 2010. Since, the cartridge has been replaced, the patient's blood glucose "is good now". The patient went to ER when the patient's blood glucose was high. There was no report of medical intervention or symptoms that would suggest hypoglycemia or hyperglycemia. This complaint is being reported because the patient reportedly was treated for "high blood glucose" while using the recall cartridge.